Manufacturer narrative:
(B)(4). Additional information: the sample was not received for evaluation. Therefore the reported condition could not be confirmed and the root cause could not be identified. However, a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter healthcare of an unknown quantity of one-link non-dehp standard bore catheter extension set(s) in which "trouble with flow and opening up the line" was detected when used with a hospira primary set having one clave port (lot number 160234w). Patient involvement is unknown. No injury or adverse event is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. If relevant additional information becomes available, a follow-up report will be submitted.